Manufacturer narrative:
H.6. Investigation summary: no samples were received for investigation of pr 8991154, in which the customer has stated: "the infusion connector could not be vented ¿. The product in use at the time is reported to be a 2000e china from lot 23025530. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23025530 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported that the bd smartsite¿ needle-free connector would not vent due to being damaged/deformed. The following information was provided by the initial reporter, translated from chinese: "after infusing the patient, after exhausting the air and flushing the pipes and preparing to connect the connector, it was found that the infusion connector could not be vented. After the connector was replaced, it could be vented normally. This was a quality problem with the needleless sealed infusion connector. During this period, it was confirmed that the patient was not involved.'

Event description:
It was reported that the bd smartsite¿ needle-free connector would not vent due to being damaged/deformed. The following information was provided by the initial reporter, translated from chinese: "after infusing the patient, after exhausting the air and flushing the pipes and preparing to connect the connector, it was found that the infusion connector could not be vented. After the connector was replaced, it could be vented normally. This was a quality problem with the needleless sealed infusion connector. During this period, it was confirmed that the patient was not involved.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.